Event description:
The fe reported that the sys would intermittently not display the video image. This resulted in an intermittent loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The c arch cable was evaluated and replaced. The system was tested and found to be working as intended and returned to service.